Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the pipe was broken at the junction with the wire. There were no abnormalities found upon investigation of the condition of the welded part, the outer diameter and the mfg record of the same lot. The basket was deformed. Omsc therefore considers that the condition of patient or calculus caused the failure of crushing calculus and the breakage. The device instruction manual has warned users that there is the possibility that the calculus cannot be crushed by lithotriptor, and it also described what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during crushing calculus in the bile duct the operation wire broke and the basket wire with calculus could not be removed from the patient. The doctor performed an additional cut to papilla and withdrew the endoscope. After that, he reinserted the coil sheath of the subject product whose length was adjusted and crushed calculus by using bml-110a-1 handle. There was no report of patient injury regarding this report.